Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 150 and 219 and blood glucose was 600 mg/dl. Customer states that high blood glucose may have been caused by a different cereal eaten. Customer reported that sensor was changed just for a few hours and blood glucose had been out of control. Customer declined troubleshooting.